Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for mechanical separation since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Occupation- operating room nurse. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the ik precision device dilator broke off while the sheath was being inserted into the patient. Additional information was received on 01december2020: the type of procedure was atherectomy of the leg. The device did not break in the patient. It broke on the back table while the dilator was inserted into the sheath. The atherectomy was completed. A regular terumo sheath was used. The patient was in stable condition.